Event description:
It was reported that since implant, the back incision had not healed and they were ruling out an infection. The physician thought that the anchor may be causing the non-healing because he believed the anchor was not in the fascia. The physician was planning to do a catheter revision on (B)(6) 2013. The pump was delivering morphine. It was later reported that the patient was on antibiotics and was being seen weekly because the spinal incision never healed. The catheter tip was at t10. The patient was reaching efficacy and he believed that the intrathecal morphine was helping his pain besides the pain in his back. During the procedure, they planned to access the spinal portion of the catheter, clean out the area, and confirm placement and patency. It was later reported that the anchor was replaced during the revision. Additional information has been requested, but it was not available as of the date of this report.

Event description:
It was determined that the following information previously reported in manufacturer¿s report # 3007566237-2013-03349 [it was reported the patient was implanted within the last 2 weeks. The hcp (healthcare provider) believed that he didn¿t bury the catheter anchor enough. He felt that the anchor may be inhibiting wound healing. The hcp was considering going back in the spinal area and doing a revision of the anchor. Additional information has been requested, but it was not available as of the date of this report.] Is the same event as in manufacturer¿s report # 3004209178-2013-17545. Any additional information received regarding the event will be reported in manufacturer¿s report # 3004209178-2013-17545.

Manufacturer narrative:
Concomitant products: catheter model 8780; serial # (B)(4); implant date: (B)(6) 2013; explant date: na. (B)(4).